Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the complaint indicated a hole in package. One eph02 carton with six sealed packages returned for analysis. Each of the six packages was visually inspected and it was confirmed that one package had damage that resulted in a one-millimeter hole in the fmp lid. The damage looked like it was the result of an impact to the package from the outside the fmp material was snagged and bunched around the hole and the damage was directional pointing toward the chevron end of the package. The hole did not align with any part of the device. The dye test per tm5016 confirmed the presence of the hole. There were many scratches in the surface of the package including some impact damage on top of the printed barcode. There was also an impact point and scratches in a central area of the package. The carton contained two packages of cavity-1 that were undamaged and four packages of cavity-2, of which three were undamaged. The hole was found in one of the packages that was cavity 2. The packaging machine produces all cavity 1 and 2 packages on the same side of the web in succession. The manufacturing sorter inspects and gives all cavity 1¿s and 2¿s to one packer if the machine caused the hole you could potentially see the next cavity 2 package with a hole because they come out one right after the other. This would exclude the packaging machine because there were three packages from cavity 2 with no damage or a hole and one package with a hole.

Event description:
It was reported that product was received and during incoming/labeling operation found the following defect. Details of the defect is hole (package). Product code is eph02 and lot is l4en15. Sample status is yes: will be returned